Event description:
It was reported that the laser failed during preparation for a case. The device gave an error code. There was no pt consequence. The case was rescheduled.

Manufacturer narrative:
Eval summary: the unit was returned due to reports of an out of range error. The site could not perform the incoming measurements nor the incoming f2 due to the unit booting up with the display flashing. The power supply was causing the unit to have the flashing display. Did not see an "out of range" error code due to the unit booting up with a flashing display. The site replaced the power supply and calibrated the controller board to correct all issues. The temperature accuracy and treatment laser power levels were within specifications for this product. Performed annual calibration and electrical safety test.